Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator. No intervention was reported and no adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.